Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had wrong loading staples, resulting in excessive force and the blade broke. The device worked correctly during the previous procedure. There was no patient harm.